Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment and two inappropriate treatments. The device was started up at 14:55:53 on (B)(6) 2023. At 23:21:52 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with motion artifact and electrode lead fall off. At 23:22:41, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with motion artifact and electrode lead fall off. Post shock rhythm was sinus rhythm @ 70 bpm with pvc¿s. At 23:32:21, an arrhythmia was detected. ECG shows af with rvr @ 240 bpm. At 23:32:52, the patient received the first inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 240 bpm. Post shock rhythm was af with rvr @ 190 bpm. At 23:34:07, the patient received the second inappropriate treatment. Af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 190 bpm. Post shock rhythm was af with rvr @ 190-150 bpm with pvc¿s. The device was shut down at 23:36:49 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.